Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "leak in iab circuit" issue. The fse performed all functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications. The unit was then released to the customer and cleared for clinical service. The full name of the event site is (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a ¿leak in iab circuit¿ alarm. No patient harm, serious injury or adverse event was reported.